Event description:
It was reported that the asymptomatic patient presented in clinic after receiving an alert for increased impedance on a high voltage lead. Upon interrogation, high right ventricular lead impedance was noted. The lifetime range of one vector was within range. However, two vectors were noted to have increased impedances. The patient underwent a defibrillator explant on (B)(6) 2017. Prior to device explant the leads were examined and noted to have a tight connection to the header. Normal lead impedances were also noted. The defibrillator was explanted and a new device was implanted and connected to the chronic leads. High impedance was again noted on the right ventricular lead and all other measurements were within range. The patient will be monitored.

Manufacturer narrative:
The reported field event of high impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.